Event description:
A nurse attempted to move the easi-arm (articulating mounting arm for pt monitor) from left to right and the arm along with the pt monitor fell into their arms. There was no blunt force or injury. The easi-arm separated from the gcx slide plate used for seating in the mounted wall track. The two top screws broke free and the two bottom followed. Thread remained on all four screws. In response to the customer's concern about the safety of the pts and staff, the local svc organization removed and inspected each arm and found no other problems. At the customer's request longer screws and nylon nuts were installed to appease their concerns. The customer has requested an evaluation of the arm and corrective action.